Event description:
Manometry probe failed at sensor #27. Medtronic rep made aware, and sensor was masked. Masking not advised due to location. Also, per rep: out of the box failure on this is rare, the catheter should be replaced.